Manufacturer narrative:
The explanted lead was not expected to be returned for analysis. The device was reprogrammed for the single-coil shock configuration and remains in service with the newly implanted lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedance measurements of greater than 200 ohms at the first follow-up one month post-implant. The hospital then realized the shock impedance had been greater than 200 ohms since implant but that had not been noticed by staff. An x-ray was performed in attempt to verify the connections of the terminal pin to the device header, but the x-ray was not conclusive and a lead revision procedure was performed. The lead was removed and reconnected to the device, but the impedance issue did not resolve and the lead was explanted and replaced with a lead of the same model. When the new lead data was entered into the device, a message was displayed indicating the shock configuration was programmed to dual coil, but the associated rv leads were single-coil. It was determined the out-of-range shock impedance measurements were due to the shock configuration being incorrectly programmed. There was concern the facility staff had not been trained to this detail; however, had the impedance value been checked, the oor values and the lead detail information would have alerted the staff to an issue. A re-training was planned but later deemed not necessary as the staff later confirmed they were aware of the need to program the shock vector configuration with single-coil leads. No additional adverse patient effects were reported outside of the unnecessary lead revision.